Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative found a partial blockage in the ise (ion-selective electrode) flow path. He bleached the flow path from the sipper nozzle to the waste and conditioned the tubing and electrodes with an activator. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for multiple patient samples on a cobas pro ise analytical unit. The following are examples of discrepant results for 4 patient samples. Patient 1: the initial result was 146 mmol/l and the repeated result was 137.5 mmol/l. Patient 2: the initial result was 130 mmol/l and the repeated result was 138 mmol/l. Patient 3: the initial result was 146 mmol/l and the repeated result was 139 mmol/l. Patient 4: the initial result was 133 mmol/l and the repeated result was 139 mmol/l. The samples were repeated due to having negative anion gaps. The repeated results were believed to be correct.

Manufacturer narrative:
The calibration data was not acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.